Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye in a secondary procedure due to unsatisfactory refraction results post surgery. It was reported that there was no incision enlargement, and no sutures were used. Another lens was implanted after the explant in the same procedure with the same model; however, a 21.0 diopter iol was used. There was no patient complication reported. It was reported that the lens was discarded by the customer. No further information was provided.

Manufacturer narrative:
(B)(4). The lens has been discarded by the customer. All pertinent information available to abbott medical optics has been submitted. Placeholder.